Manufacturer narrative:
Section b3: changed date of event to (B)(6) 2023. Section d4: changed lot number and added expiration date.

Event description:
Customer contacted us on 08/16/2023 to report 1 invalid result - never started running / no ready light blinking. Before starting, were the instructions read? Yes. Lot #: k08a112209223m7. Test kit #: 3a8r9t1w. Is your kit covid flu or covid 19? Covid 19. Is the ready light on and steady? No. Did you use the batteries provided? Yes. Did you push down on the sample vial until it clicked? This is not applicable, because the ready light never came on and therefore the sample could not be tested. Did you push down again using the palm of your hand? Not applicable. Was the vial liquid purple in color? Yes. Customer contacted us on (B)(6) 2023 to report 1 invalid - after 30 minutes. Before starting, were the instructions read? Yes. Is your kit covid flu or covid-19? Covid-19. Is there any liquid left in the vial? Yes. Was the ready light blinking when you stirred the swab? No. Was the swab rotated 5 times in each nostril? Yes. Was the swab stirred in the vial for at least 15 times? Yes. Was the vial liquid purple in color? Yes. Customer contacted us on 08/11/2023 to report 1 false positive that was confirmed with a second lucira test. Before starting, were the instructions read? Yes. May I have your lot and test kit #? Lot #: k08a112009223m5 test kit #: 3a8n0b6y location of testing? Indoor/outdoor? Indoor. Was the test completed on a flat surface? Yes. Was the swab rotated 5 times in each nostril? Yes. Were you 6 feet from another person when taking the test? Yes. Were you exposed to covid with in the previous 24 hours of testing? No. Was the vial liquid purple in color? Yes. Was the test moved while it was running? No. How soon after the initial positive test was a retest(s) completed? 30min. What test did you use to confirm the false positive? Lucira test. How many total tests were run before getting this false positive? 1. Did the person tested, contact a healthcare provider? No. If yes, how is the person tested doing? Is the person tested undergoing any treatment? The tested person has been testing negative since the false positive. Is your kit covid flu or covid 19? Covid 19.